Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable troponin t stat (tnt) results on their elecsys 2010 analyzer. The customer stated they performed quality control and it was out of range. The customer calibrated and repeated quality control which was in range, but high. The customer put a new reagent pack on the analyzer, calibrated, and the quality control looked good. The customer decided to repeat two patient samples on the laboratory's cobas e601 analyzer, serial number not provided, and one of the results did not match. The patient's initial tnt result was 0.023 ng/ml and it was reported outside the laboratory. The repeat result from the e601 analyzer was 0.043 ng/ml. The customer considered the repeat result to be correct. The patient was not affected. The tnt reagent lot number and expiration date were not provided. The field service representative could not find a cause. He performed calibration and quality control with no errors generated. The system was performing to the customer's expectations. He did note there was worn coating on the sipper probe.

Manufacturer narrative:
A root cause could not be determined as the customer does not want to provide any further information.